Manufacturer narrative:
(B)(4) stent damaged during procedure.. Evaluation, results: no pre-dilatation carried out. Stent deformation.

Event description:
A 3.50mm x 15mm endeavor resolute rx drug-eluting stent was inserted into a pt for treatment of an unk lesion, with no particular tortuosity or calcification. No predilation was carried out. It is reported that the stent failed to cross the lesion. When the physician removed the endeavor resolute rx device from the pt, the stent appeared deformed. Pt's post-procedure status was reported to be good. No clinical sequelae were reported. The physician implanted another, longer, stent with the same diameter.